Manufacturer narrative:
A device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and ten months post filter deployment, computed tomography (CT) revealed that an inferior vena cava filter remains in position and the patient experienced abdominal pain. Eventually one year and eight months later, another computed tomography (CT) revealed that the filter tilted anteriorly and laterally, and tip of filter embedded. Multiple struts perforation greater than 3mm outside the inferior vena cava and perforation into aorta and symptomatic for abdominal pain. Filter leg fractured and migrated and perforate outside distal inferior vena cava. Fracture was seen on prior computed tomography scans. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter tilt and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached from the device and are now retained in the lungs. The device and filter struts have not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.